Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer indicated that after further testing, they were unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the end user for use. The device has not been returned to physio-control.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge for defibrillation, when this occurred the device beeped and displayed the ¿maintenance due¿ prompt. This was found during the testing of the device. There was no patient use associated with the reported event.